Event description:
As reported, the balloon would not hold up. The balloon was changed and valves and it keeps leaking. The water keeps going out from suction valve. Something maybe cracked inside. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported. Device return inspection found forceps cover glue peeling. This report is being submitted for forceps cover glue peeling.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue was not able to be duplicated as the water balloon flow and function found no issue when tested however, clogged nozzle was observed affecting flow. Flow went back to normal when clogged was removed. Further inspection found peeling on the forceps cover glue (control body/ bending section) and the a-rubber was found with a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.